Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip (cds0701-nt, 00416u114) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip caused damaged to another clip. It was reported that this was a mitraclip procedure performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr) with grade 4. Two clips (00819u288, 00416u114) were implanted successfully, reducing mr to 1-2. On (B)(6) 2021, the patient returned with increased mr. An echocardiogram showed that the medial clip-nt had a single leaflet device attachment (slda). The clip had detached from the posterior leaflet and remained attached to the anterior leaflet. A second mitraclip procedure was performed. The first clip delivery system (cds 00928u206) was advanced to the mitral valve and during positioning of the clip, there was difficulty due to poor imaging and the slda. During the attempt to place the clip between the two previous implanted clips, the clip came in contact with the slda clip and the slda clip completely detached and became stuck on the gripper line. Therefore, a snare device was used to capture the dislodged clip and pull it back to the steerable guide catheter (sgc). Once the clip was inside the sgc, it was decided not to deploy the first clip as it could have been compromised with the entanglement. Both devices, sgc and cds were removed with the dislodged clip successfully. A new cds (00803u172) was advanced to the mitral valve and grasping was performed but was difficult due to the clip being too small as the gap was too large for the nt clip. The cds was removed without issue. A third cds (00914u174) was advanced grasping was difficult; therefore, the cds was removed without issue. A fourth cds (cds0701-xtw, 01030u184) was advanced without issue and the clip was implanted successfully. One clip was implanted during this procedure, but mr was not reduced and remained at 4. There was no tissue damage noted during the procedure and it was decided to end the procedure as imaging was getting worse as the procedure continued. The procedure lasted about 5 hours. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. Based on available information, the reported difficult or delayed positioning appears to be due to procedural conditions. The device damaged by another device (caused damage) appears to be a cascading effect of the difficult or delayed positioning. A cause for the poor image resolution could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.